Event description:
Outbound. Patient had 1 defective remodulin cassette and pump kept alarming, tried other pump, cassette would not work on either pump. Sending 1 replacement cassette to deliver (B)(6) 2022. No further details provided.